Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced septic shock and an infection. The right atrial (ra) lead and right ventricular (rv) lead were reprogrammed and explanted. The implantable pulse generator (ipg) was also explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient experienced bactermeia which did not escalate to the level of septic shock.